Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was missing urine output. Initial bolus of 550 ml was missed during the tube compliance step before sensica monitor started tracking urine output. Patient had just been catheterized, and nurse had begun setting up the monitoring session starting approximately at 10:40am anecdotally. The sensica device started measuring urine output at 10:48am. Nurse noticed that the 550ml bolus was not recorded in the current hour and proceeded to drain the 550ml bolus manually from the bag. Representative noticed approximately 12ml in the current hour at approximately 10:55am with urine in the urometer was visibly increasing over the next few minutes. Representative concluded that the bolus was most likely missed since sensica device did not begin measuring urine output until the tubing compliance step was completed. Representative demonstrated to the nurse that the calculator function to add in the initial 550ml bolus to the current hour.

Event description:
It was reported that there was missing urine output. Initial bolus of 550 ml was missed during the tube compliance step before sensica monitor started tracking urine output. Patient had just been catheterized, and nurse had begun setting up the monitoring session starting approximately at 10:40am anecdotally. The sensica device started measuring urine output at 10:48am. Nurse noticed that the 550ml bolus was not recorded in the current hour and proceeded to drain the 550ml bolus manually from the bag. Representative noticed approximately 12ml in the current hour at approximately 10:55am with urine in the urometer was visibly increasing over the next few minutes. Representative concluded that the bolus was most likely missed since sensica device did not begin measuring urine output until the tubing compliance step was completed. Representative demonstrated to the nurse that the calculator function to add in the initial 550ml bolus to the current hour.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is urine output displayed and monitored by system is less than actual patient urine output due to user not adding initial fluid amount. However this cannot be confirmed. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: 1. Select the calculator icon on the home screen to manually add any urine output that is already in the bag. 1. Select the calculator icon on the home screen to manually adjust current hour urine output. (I.e. When taking a urine sample or irrigating the bladder) when a new patient monitoring session is started, the system will ¿zero out¿ any volume of urine in the bag. Therefore, every new monitoring session will start with the current hour volume at zero. It is recommended that the user adds any initial urine volume in the collection bag using the urine output calculator. See section 6.9: add/subtract urine output calculator for details on adjusting current hour volume. Touching the calculator icon in the status bar will cause the add/subtract urine output calculator to appear. This action allows for adjusting the current hour urine output if desired when events occur that increase or decrease the displayed urine output. There are 6 icons for adjusting urine output volume: for adding volume to current hour: 1) unrecorded urine output touch this icon to add volume to the current hour total in situations where the system has not captured the urine output, such as with initial urine in the bag before monitoring starts. 2) urine sample touch this icon to add volume to the current hour total when urine has been extracted through the sample port before entering the bag. 3) other/add urine output touch this icon to add volume to the current hour total for other situations where an event occurred that artificially reduced the amount of urine output in the current hour. Note: using the urine output addition feature will change the urine output volume shown in the current hour. However, it will not change the total bag volume shown in the upper left corner. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned